Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere below the cassette door area of their cycler after ending their pd treatment. The patient confirmed that there was no fluid inside the cycler. It is unknown at which point in therapy the leak may have begun and the patient was not sure where the fluid leak came from. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that on (B)(6) 2021 after they had finished their treatment on the cycler, they were breaking their supplies down and saw that their liberty cycler set lines had leaked below the cassette door. The patient stated that there was no fluid in the cassette door and stated that there was no fluid leak during treatment. The patient confirmed the fluid had only leaked when they were breaking their supplies down shortly after finishing their treatment. There were no alarms or messages during their treatment/ prior to discovering the leak. The patient stated that the bags did not leak or have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from somewhere below the cassette door area of their cycler after ending their pd treatment. The patient confirmed that there was no fluid inside the cycler. It is unknown at which point in therapy the leak may have begun and the patient was not sure where the fluid leak came from. The cause of the leak is unknown. Upon follow up, the patient confirmed the reported event. The patient stated that on (b)(60) 2021 after they had finished their treatment on the cycler, they were breaking their supplies down and saw that their liberty cycler set lines had leaked below the cassette door. The patient stated that there was no fluid in the cassette door and stated that there was no fluid leak during treatment. The patient confirmed the fluid had only leaked when they were breaking their supplies down shortly after finishing their treatment. There were no alarms or messages during their treatment/ prior to discovering the leak. The patient stated that the bags did not leak or have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the cycler on the night of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.